Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that a kindergarten staffer inadvertently entered into the pump 10 units of insulin instead of 10 grams of carbohydrates. Afterward, customer felt hungry, became upset, and seemed confused while his continuous glucose monitor alarm sounded. Customer's blood glucose (bg) was 3.5 mmol/l. Customer consumed carbohydrates and was taken to the emergency room (ER). Customer was provided ice cream and carbohydrates. Low bg resolved. The pump max bolus setting was changed to 4 units. Customer was discharged 2 hours later the same day. There was no reported injury, and healthcare providers did not identify any permanent damage. Technical support later verified that the max bolus setting was set to 4 units. No issues were found with pump, supplies, or insulin.